Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was adjusted. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system's kilovolts were non-complaint. No report of pt or staff injury.